Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged maceration and dehiscence are related to the prevena plus¿ incision management system. The patient removed prevena¿ therapy on (B)(6) 2019, and it is unknown when the dehisence occurred as it was noted as "with result of dehiscence." It was also noted that the patient was receiving antibiotic therapy prior to the application of prevena¿ therapy, therefore, kci has determined the infection was considered pre-existing and unrelated to prevena¿ therapy. Device labeling, available in print and online, states: the prevena¿ incision management system should not be used to treat open or dehisced surgical wounds or on patients who have excessive amounts of exudate from the incision area which may exceed the prevena¿ 45ml canister. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, or other complications. Duration of therapy: therapy should be continuous for a minimum of 2 days up to a maximum of 7 days. Patients should be instructed not to turn therapy off unless: advised by the treating physician. Bleeding develops suddenly or in large amounts during therapy. There are serious signs of allergic reaction or infection. The canister is full of fluid. Batteries need to be changed. System alerts must be addressed.

Event description:
On (B)(4) 2019, the following information was reported to kci by the physician: the prevena plus¿ incision management system was reportedly experienced a technical issue, and the dressing was left in place for two days which allegedly caused maceration to the wound. On (B)(4) 2019, kci received the following information: on (B)(6) 2019, the prevena¿ therapy was placed on the patient's left foot as the patient was reportedly at risk for infection and dehiscence. On (B)(6) 2019, the patient allegedly experienced a technical issue with prevena plus¿ therapy. On (B)(6) 2019, the patient was instructed to remove prevena plus¿ therapy and significant maceration was allegedly observed. On (B)(6) 2019, the patient presented to the physician's office and underwent extensive debridement with "result of dehiscence." On (B)(6) 2019, the patient underwent an additional surgery for dehiscence and infection. As of 02-aug-2019, kci quality engineering is pending the return of the prevena plus¿ incision management system to complete a device evaluation and obtain the lot identifier.

Event description:
On (B)(6) 2019, an evaluation of the prevena plus¿ unit lot number 5442897 was performed by kci quality engineering. The device functioned properly, maintained pressure and obtained an appropriate dressing seal. There were no alarms or operational malfunctions experienced during the testing. There was no fault was found with the device.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged maceration and dehiscence are related to the prevena plus¿ incision management system.